Event description:
It was reported that the tie wraps were defective.

Manufacturer narrative:
During testing and repair at the service center, the device displayed a yellow light alarm this was due to defective tie wraps.